Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument passed the manual articulation of inputs and recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. During the visual inspection, the curved blade was found broken. Due to the broken blade, the initialization and the energy delivery tests could not be properly performed. Due to inability to test, failure analysis could not verify the customer reported issue. The instrument was found to have curved blade broken at its base. A piece approximately 10.0 mm x 2.1 mm was found to be broken off. The broken piece was not returned with the instrument. Components adjacent to this broken blade do not show damage. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be activated. The user completed the procedure with no further issue reported. No fragment fell inside the patient.